Event description:
It was reported that a flo-gard infusion pump presented an air in line alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, alarm log review, and functional testing were performed. The air in line alarm was identified during functional testing and the alarm log review. The cause of the condition was determined to be an out of calibration sensor. To correct the condition, the sensor was calibrated. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.